Event description:
On (B)(6) 2012, during an ev ECMO case at (B)(6), the air bubble sensor kept alarming on cardiohelp (serial number (B)(4)) when there were no air bubbles. The alarm was deactivated to not sense bubbles, but it still kept alarming when there were no bubbles. The customer changed the sensor from venous to arterial side and no improvement. The customer deactivated the alarm so it does not stop flow. Additional information was received on november 29, 2012. According to the service technician, "I spoke with one of the perfusionist's currently monitoring the ECMO patient that is attached to the cardiohelp. All is ok with the cardiohelp. One thing that was changed was during the time of the bubble sensor continuing to alarm. The sensor was moved from the venous side to the arterial side and they unlinked the alarm. Since that move was made no alarms have been violated and no sensor issues reported. I also spoke with director of perfusion and he mentioned that there could have been micro bubbles associated with the venous side and none on the arterial side." (B)(4).

Manufacturer narrative:
Per nonconformity report (ncr), as a precaution the venous probe and cable were replaced. Installed probe via service diagnostics. The venous probe and cable were returned to the (B)(4) facility. The ncr only listed the cardiohelp emergency drive serial number (B)(4). The cardiohelp serial number is not documented. Service order (B)(4) was generated for this complaint. Per service order, no problem was identified. (B)(4).